Event description:
It was reported that the patient collapsed and was hospitalized. ECG revealed loss of ventricular output during which the patient was symptomatic. There were no backup pulses and no intrinsic ventricular rhythm. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.